Event description:
Pt in asc for colonoscopy. IV placed in right a/c. Pt complained of severe pain at insertion site. Rn attempted to remove IV catheter, met resistance and increased pain. Crn was consulted and crna withdrew IV, and placed another IV. On inspection of the IV catheter tip that was removed, it was noted that approximately 8-10cm of the tip was missing. IV site was palpated, but was unable to feel catheter tip. Physician was consulted. Tourniquet of coban was applied. Transferred to emergency room for further eval. Colonoscopy completed later in the day at the hosp endoscopy ctr.